Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately 3 years and 2 months post filter deployment, computed tomography revealed one of the filter legs was shorter than the other five. Approximately 3 years and 11 months later, computed tomography revealed one of the filter legs was shorter than the other five. Approximately two weeks and six days later, filter retrieval was attempted. The cone was collapsed over the filter and the filter was removed with firm traction. The filter was removed and it was noticed that one of the legs of the filter was missed. Fluoroscopic image of the sheath did not demonstrate the filter leg. There was no filter remaining in the region of the inferior vena cava. No fractured limb was seen. Fluoroscopic image of the chest demonstrated a filter leg in the right lung. Inspection of recent chest radiographs demonstrated metallic foreign bodies projected over the right lung. It was unclear if this was an acute embolus or multiple acute emboli to the right side of the lung. Subsequently one week later, x-ray revealed 2.2 cm long fragment of inferior vena cava filter in the right middle lobe. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011). (Results). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the organs and a filter limb detached in the right middle of the lungs. The filter limb were unable to be retrieved and the device was removed percutaneously. The patient experienced chest pain, back pain, swelling in the lower limbs, and embolism. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into the organs and a filter limb detached in the right middle of the lungs. The filter limb were unable to be retrieved and the device was removed percutaneously. The patient experienced chest pain, back pain, swelling in the lower limbs, and embolism. The current status of the patient is unknown.